Manufacturer narrative:
UDI number: (B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's soreness has resolved and the recipient has resumed use of the device. The company was informed that the explanted magnet was discarded and will not be returned to the company. This is the final report.

Event description:
The recipient reportedly underwent an MRI procedure with the internal magnet in place. The recipient experienced soreness at the implant site following the procedure. The recipient's internal magnet was displaced. The recipient's internal magnet was replaced.